Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -7.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced excessive vaulting. Intraoperatively the lens was removed and the problem was resolved. It was noted "after lens removal; patient considers not implanting". The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned with residue/debris in a microcentrifuge vial. Visual inspection found haptic bent to the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).